Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient presented for follow-up, capture thresholds were 7.0 v, 1.5 ms. The output was programmed to 7.0 v and a free- running strip at 60 ppm showed intermittent capture. Both sensing and capture were deteriorating.